Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. The failure happened when the device was not used on a patient. The covidien customer support engineer (cse)verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.